Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. For second device report, refer to MDR# 2027111-2017-02049.

Event description:
Procedure performed: laprascopic colon resection. "The rotation knob on the voyant device became warm in the middle of the case. They stopped using it and replaced it. The jaws and the green handle were not warm, just the rotation device. The surgeon was double gloved and could not tell that the device was warm until it was handed off to his scrub tech who noticed the warmth in the rotation knob. The warm knob did not cause any damage to the device." Additional information was received via email from implementation specialist on 12-sep-2017 at 10:02 am: "in the event it can help our engineers diagnose the issue, the surgeon said eb010 made a "bubbling sound" before the warm rotation known was noticed, and the blade lever did not work properly when transecting tissue. The device key and cord are being returned intact for examination." Additional information was received via email from implementation specialist on 20-sep-2017 at 10:24 am: "the surgeon did not specify if there were issues with hemostasis when I spoke with him." Patient status: "the patient was completely fine and it did not affect the patient outcome."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. A visual inspection of the event unit was performed upon receiving the unit. Fluid ingress was observed under the knob of the device. In addition, blood and eschar buildup was observed in the blade channel and in the handle of the device. During functional testing of the unit, engineering confirmed that the blade did not work properly, as the blade was stuck and did not spring back to its default position. Upon cleaning the jaws as specified in the instructions for use (IFU), engineering was able to retract the blade smoothly along the full length of the jaws. Based on the condition of the returned unit, it is likely that the blade lever did not work properly due to excessive eschar and blood build up in the blade channel. The voyant® IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance. For optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." It is likely that the "warm knob" was caused by to fluid ingress and blood and eschar build up in the handle of the device. Due to the design of the device and nature of the laparoscopic procedures, the insufflation pressure can cause fluid to push through the device shaft and into the handle.